Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The staple pushers were sub flush to the cartridge surface. There was a single staple at the midpoint of the firing lodged within the staple pocket. The staple was not properly located on the staple pusher and the legs were bent in a direction not consistent with proper formation. Functionally the reload was loaded into a post market vigilance instrument and was cycled without hesitation or binding. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the back extruded staples may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user as follows: ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a ladg procedure, the stapler was able to fire but the staple line was incomplete. The I-beam went up forward as the surgeon squeezed the trigger, but stapling failed at the distal end. The incomplete staple line was fixed by using another reload. No adverse events reported.